Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate shocks due to sustained rate duration (srd) timing out and therapy was exhausted. The ventricular tachycardia (vt) rate cutoff was increased to 180bpm and srd remains on. No adverse patient effects were reported.